Manufacturer narrative:
The tech was informed that the latch plate was caught in the siderail latch. The technician inspected the siderails and they were latching properly.

Event description:
Info received indicates the siderail is not latching.